Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider via a manufacturer representative reported that intra-operatively on (B)(6) 2015, impedances were greater than 4000 on all contacts that included 0. There was no trouble inserting the lead. They tried removing the lead and wiping it down and the same results were seen after fully reinserting it. Troubleshooting included increasing the amplitude and they still got high impedance. The cause of the high impedances was unknown. The healthcare provider replaced the defective implantable neurostimulator (ins) with a new ins and all impedances were within the normal range. No symptoms were reported.

Manufacturer narrative:
Analysis of the ins s/n: (B)(4) found all impedances were less than 1,000 ohms. It was also found that the set screw was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.